Manufacturer narrative:
Date sent: 07/18/2007.

Event description:
It was reported that during a lobectomy procedure there were malformed staples and the sutures failed. Sutures were used to complete the case. There were no adverse consequences to the pt.